Event description:
It was reported by service report that the jack is not working, foot end hydraulic jack not working, missing bumper strips and missing bolts. It is unk if there was pt involvement, however no adverse consequences are reported.